Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device is disposed, and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the procedure. It was reported to boston scientific corporation that two capio packaged, pc devices were used during a sacrospinous ligament fixation performed on (B)(6) 2020 to treat prolapse. According to the complainant, during the procedure, the physician had a difficulty loading the suture into the carrier. Once the suture was loaded and the device was deployed on the patient's right side, the dart detached from the suture, but remained loose in the capio device. The dart did not fall off into the patient. A second device was opened, but the same issue occurred. The procedure was completed with another capio packaged, pc device. There were no patient complications reported as a result of the event.